Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid (30mg/ml a t 3.058mg/day) via an implantable pump for spinal pain. It was reported that the patient had been trying to switch healthcare providers (hcp) so in the meantime their pump had run dry and they had to be admitted to the emergency room (ER) for possible withdrawal. There were no external factors that led/contributed to the event. The company representative (rep) interrogated the pump to give the hcp all the information. The issue was not resolved at the time of the report. Surgical intervention did not occur but it was unknown if it was planned. The patient's weight and medical history were asked but unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.